Event description:
Three separate incidents: I attached a sensor to my arm. My arm bled. I would have died from hypoglycemia. Attempted to read abbott hotline for patients. Reached call center overseas. Was put on hold forever. Pt: 1888. Device: 2993. Ref: mw5188734, mw5188735.